Manufacturer narrative:
A visual assessment of the returned system inserters showed instruments with repeated use as identified by surface scratches and worn laser markings. The threaded distal tip that engages with system implants was present, but not connected to the internal rod on both returned system inserters. Functionality assessments were not performed due to the damaged condition of the returned system inserters, which were removed from distributable inventory. A DHR review was performed for the instrument complaint lot and there were no manufacturing anomalies identified. The DHR paperwork included a visual inspection of the instrument assembly welds with a passing result. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 10/03/2022. It is unknown how many times the system inserters have been used. The distal end of the system inserter engages with the system implants with a threaded rod. The threaded rod would not rotate as intended to unlock from the implant because it had separated from the internal rod of the instrument. The threaded rod at the distal end of the system inserter is intended to be connected to the internal rod of the instrument with a pin that is welded to secure the assembly. The complaint information and photographic evidence of the instrument condition was provided to the instrument contract manufacturer on 5/16/2024 for assessment. The response provided by the instrument contract manufacturer indicated the laser weld of the pin was appropriately performed by evidence of the scalloped texture evidence of the weld on the instrument assembly. The assessment provided also identified a distal component of the instrument assembly had displaced material from an impact, and that a force that could displace the material would have also been sufficient to break the laser weld. The complaint assessment stated, "based on the available evidence, the missing pin is likely a result of the laser weld failing due to a force applied on or near the weld." There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor reports of non-functional system inserters. This report is associated with 300503116-2024-00015.

Event description:
It was reported that two system inserters were broken during a surgical procedure when impacted for implant placement. There were no known patient complications or delay in treatment associated with this complaint. An alternate available system inserter was used to successfully complete the procedure. An RMA # was issued for return of the complaint instruments, which were received at the manufacturer for assessment.